Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer states the unit was discovered broken in the zone before the extensions "y zone". The sample was discarded and replaced for another new catheter. The customer says that the defect appears before the dual extensions in the catheter begin.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.